Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the balloon from an arndt endobronchial blocker set could not be inflated. This was discovered prior to use after opening the packaging. A new like-device was opened to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, drawing, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU), as well as a visual inspection and functional testing of the returned device, were completed during the investigation. One prior to use device was returned for evaluation. A functional test of the complaint device confirmed balloon leakage through a pinhole. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found potentially relevant quality control discrepancies, in which two devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed the product labeling. The product IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: warnings: ¿the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation.¿ precautions ¿care should be taken to ensure the balloon remains fully inflated during longer procedures. Following insertion of the blocker balloon through he multiport adapter, the balloon should be test inflated¿. Instructions for use: ¿warning: the lungs should be carefully auscultated following initial endobronchial blocker placement and balloon inflation to ensure proper functioning of the endobronchial blocker. 9. Do not overinflate balloon. Average inflation volumes 7.0 adult spherical 2.0cc-6.0cc¿. Evidence provided upon review of dmr, product labeling, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common name: bts: tube, bronchial (w/wo connector). D2b- additional product code: bts. H3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon from an arndt endobronchial blocker set could not be inflated. This was discovered prior to use after opening the packaging. A new like-device was opened to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.